Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. On (B)(6) 2014, hemomonitor.exe was reported to have stopped working unexpectedly. The error was reported as: software_hemo-6092_lab2 hemomonitor.exe. Merge assisted wih re-imaging hemo pcs. This error impacts the physician's ability to continue vitals monitoring during cath procedures.